Event description:
It was reported that the left ventricular (lv) endocardial lead dislodged during the first implant procedure. The second time round, it was difficult to find fossa and set stenting. The case was resolved two days later. The lv lead remains in use. It was also reported the right atrial (ra) dislodged. The lead was capped and replaced. The patient was enrolled (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).